Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of six devices. The event report alleges the product was used in a surgical procedure. The cotton tip was detached from all of the devices. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while peeling and suctioning between myoma and muscle layer, the surgeon inserted the device into the release layer, then noted that the tip of the device was broken off. As the broken piece was not found, they used x-ray and the broken piece was retrieved from the patient's abdominal cavity. The procedure was completed with another device.